Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: fluid damage due to leakage caused by an inadequate seal within the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Iit was observed that during the device evaluation, the colonovideoscope displayed excessive black dots in the image, and white residue was found in all channels and on the body control unit. There was no patient involvement.